Manufacturer narrative:
The patient remains ongoing on lvad support with no further issues reported. Evaluation of the disassembled pump revealed a denatured thrombus formation on the rotor that occluded one of the rotor pathways. The exact cause or origin of the thrombus could not be conclusively determined although it was occluding the blood path and affecting flow through the pump most likely leading to the reported elevated pump power consumption. Examination of the textured and non-textured surfaces in the device revealed no evidence of contamination or surface defects that would have contributed to this deposition. The examination of electrical and mechanical aspects of the device did not reveal anything that would have affected the functionality of the pump. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that approximately one year post-implant, the hospital made a decision to exchange the patient's lvad with another lvad due to elevated pump power consumption, elevated liver function tests (lfts) and elevated plasma free hemoglobin which required continuous venovenous hemofiltration with dialysis (cvvh-d). The pump exchange was successfully completed and the pump power consumption, and the patient's laboratory values returned to expected values.